Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out the infusion set. Customer's blood glucose was 274-300 mg/dl. Reportedly, customer discussed occlusions with a healthcare provider. Infusion set site rotation was reviewed and customer changed the type of infusion set used.